Event description:
The customer contact reported the pt received less medication than intended. The pt was receiving an unspecified volume of an unspecified chemotherapeutic agent via a soluset tubing set. After an unspecified length of time in use, the customer reported that approximately 100ml of solution remained in the soluset that had not been delivered as expected. The soluset tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded.